Manufacturer narrative:
Complaint is confirmed. Functional testing was performed on the returned ar-9597-20 and found that the ar-9676 angled reamer shaft gets stuck inside the device and cannot be moved freely. Visual evaluation noted that the ar-9676 is stuck inside the angle reamer sleeve. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photos.

Manufacturer narrative:
Additional information was provided on 02/13/2024 where the sales representative stated that this event occurred during a reverse total shoulder arthroplasty procedure on (B)(6) 2023. The case was completed using a backup tray. An arthrex representative was present at this event.

Event description:
Additional information was provided on 02/13/2024 where the sales representative stated that this event occurred during a reverse total shoulder arthroplasty procedure on (B)(6)2023. The case was completed using a backup tray. An arthrex representative was present at this event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/07/2024, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer sleeve and a pilot drill fused together. This occurred during a case. No additional information was provided, and additional information has been asked.